Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation. A review of the explanted devices manufacturing documentations found no anomalies or deviations occurred during manufacturing, that are potentially related to the reported event. This is the final report.

Event description:
A report was received that a pt's precision system was explanted. The physician determined with x-rays that one of the pt's leads was wrapped around the ipg. The physician decided to explant the system and replace it with a new ipg and a paddle lead. The pt is reportedly doing well following the revision.